Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on february 2022 using an advantage applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated flanks and lower abdomen on (B)(6) 2023 with coolsculpting cooladvantage plus coolcore and coolsmooth pro developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2022 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/24/2023.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the flanks and lower abdomen on (B)(6) 2023 with cooladvantage+ coolcore and coolsmoothpro system applicators, who later developed paradoxical hyperplasia (ph) after treatment.